Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri45 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that five days post implant the patient had to have fluid drained from their lungs and heart due to myocardial perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.